Event description:
It was reported that the device experienced premature battery depletion and was replaced. The patient had pain in the occipital area and required hospitalization. The patient's status was reported as alive with no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed the following: the ins battery was found to be depleted. Destructive analysis of the battery did not reveal any internal anomaly that would have caused premature battery depletion. There were no visual or electrical anomalies found with the hybrid circuit. Parameter history was not given so the expected life could not be determined. Also, the implant date is questionable since it is after the use-before date of the device. Based on the analysis of the ins, it appears this device reached a normal end-of-life condition.